Manufacturer narrative:
Actual device was returned to the MFR on (B)(4) 2014 by rwmic. Device history: sold on (B)(6)2014. Rwmic considers this matter closed. However, in the event we receive add'l info, we will provide FDA with f/u info. (B)(6).

Event description:
Richard wolf medical instruments corporation (rwmic) was notified by sales rep that prior to procedure starting, device failed to initialize properly. This caused a delay in the procedure being performed and may have put the pt at risk. No injury to pt or staff members was reported. Two devices involved, they consist of the following: camera head (85525922) report 1418479-2014-00024, camera head (85525922) report 1418479-2014-00025.